Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and stated that on (B)(6) 2014 patient experienced no audible alerts from his receiver. Patient claimed that he had low and required glucagon due to the lack of an alarm. Dexcom has issued an rga for patient to return the device to be investigated. There was no report of any further injury or medical intervention at the time of contact with dexcom technical support.